Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device, and the reported problem could not be duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that during a surgical procedure the attachment device "did not work". The surgical procedure was completed without delay as an identical spare device was available. There were no injuries or medical intervention reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.